Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Weight: 97.3kg. Olympus device: device locking sterile biopsy cap olympus compatible disposable mfg#m00545261 lot#29278434. Non-olympus devices - sphincterotome endoscopic dreamtone 20x.035x260 mfg#m00584040; balloon specimen retrieval extractor pro 0.035x3 mfg# m00547000; basket specimen retrieval trapezoid rx 180x3.2 mfg#m00510870; device raptor grasping mfg# bx00711177; bite block 1 piece dental 60fr blox mfg# sbt-546-100. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, at the end of the therapeutic ercp, the distal cover was not on the endoscope upon withdrawal. The distal cover was left in the patient. The customer reported the endoscope and distal cover were inspected prior to use and no issues were found. The customer confirmed the distal cover was securely attached to the endoscope. The intended procedure was successfully completed using the same devices and without a procedural delay. This event includes two reports: patient identifier (B)(6). Tjf-q190v serial (B)(4). Patient identifier (B)(6). Maj-2315. Lot h1x18. This report is 2 of 2 for patient identifier (B)(6). Maj-2315. Lot h1x18.

Event description:
The customer confirmed multiple events. The customer stated one event involved one patient where the distal cover was left in the patient, reference patient identifier (B)(6) for the scope and patient identifier (B)(6) for the distal cover. The customer then clarified for this event, which involved an unknown number of distal caps that split, were the same lot number used on the patient reported with patient identifier (B)(6). The olympus representative educated the customer and there are no further issues.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus tried to replicate the reported failure using a distal cover (lot. H1412), and confirmed that the distal cover will never come off when it has no damage and it is correctly attached to the scope. The definitive cause of the reported events could not be established. The device was not returned for evaluation, however based on investigation findings, the issue was not likely due to a manufacturing defects. The following are presumed to be likely causes of the distal cover falling off: 1) chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. 2) the cover was easily removed from the scope due to insufficient attachment to the scope. 3) when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. The following information is stated in the instructions for use (IFU): "please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4) .

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected h6 medical device problem code. -reconfirmation of complaint failure: a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412). -investigation results of product specifications quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. As part of the formal investigation, the possible causes of the distal cover falling off based on the above investigation results: -chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope.